Event description:
It was reported that the patient presented for routine generator change on (B)(6) 2024. It was noted that the left ventricular lead had been deactivated due to loss of capture that resulted from dislodgement. The lead was capped and replaced. The patient was stable.